Manufacturer narrative:
As reported, about one year post-implant of 3dmax mid the patient developed right inguinal hernia recurrence and underwent surgical repair. Based on the information available, no conclusions can be made. Recurrence is a known inherent risk of the surgery/use of the device and included as a possible complication in the adverse reaction section of the instructions for use (IFU) supplied with the device. Review of the device history records confirmed the device was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in february, 2021. Not returned - remains implanted.

Event description:
As reported, during a robotic assisted bilateral inguinal herniorrhaphy procedure on (B)(6) 2021, the patient was implanted with a 3dmax mid large, right and 3dmax mid medium, left. Also performed was the excision of a lipoma in the right groin area. As reported, on (B)(6) 2022 the patient underwent a robotic assisted exploration of the right inguinal area. It was reported that the patient underwent an open repair of recurrent right inguinal hernia with implant of a bard flat mesh on (B)(6) 2022.